Event description:
It was reported there was a nonunion of a distal ulna fracture. It is unknown if the fracture is the patients right or left side. The patient was originally treated for a distal third radius and ulna fracture. During a routine follow-up on an unknown date, it was discovered via x-rays that the patients radius healed but the ulna did not. The surgeon explanted an lcp distal radius plate and four locking screws. The patient was re-implanted with another plate and a graft was taken from the hip to the ulna. The plate and screws will be returned. Patient was re-implanted with another plate and surgery was successfully completed. This is report 4 of 5 for complaint (B)(4).

Manufacturer narrative:
This part has been received; an evaluation is pending.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.(B)(4)